Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead.(B)(4).

Event description:
It was reported that there was another infection post-operative at the right incision site behind the right ear after being reimplanted. Surgical intervention was required with a wound cleaning and there was a possible skin flap. It was unknown if there were any patient symptoms or complications. The cause of the issue was unknown. It was further reported that the patient was still getting benefit from the therapy. It was noted that the infection was on the right side of the head, above the ear incision. The reporter noted that all implants remained in as of the date of the report.